Event description:
Additional information was received indicating diagnostic imaging was performed and no anomalies were observed. No additional intervention has been performed. The patient was in stable condition.

Event description:
It was reported that loss of capture was noted on the right ventricular (rv) lead. Abbott technical support was contacted, session records were reviewed and r-wave amplitude variation was also noted on the rv lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the patient presented to the hospital with symptoms of global aphasia and facial palsy. Diagnostic imaging of the brain was performed and a left middle cerebral artery occlusion was observed. Loss of capture and loss of sensing was noted on the right ventricle (rv) lead at admission. Diagnostic imaging of the rv lead was performed and no evident lead displacement was observed. A mechanical thrombectomy was performed to address the cerebral occlusion. Following the procedures, additional loss of capture and loss of sensing were noted on the rv lead and the patient experienced discomfort contributed to pectoral stimulation by the rv lead. Diagnostic imaging was again performed and cardiac septal perforation and rv lead displacement were observed. The physician suspected a causal relationship between the stroke and the cardiac perforation and rv lead displacement. The rv lead was explanted and replaced. Patient was discharged with oral anticoagulant. Complete neurological recovery and the patient was in stable condition. Additional details can be found in the literature article titled "delayed septal perforation presenting as ischaemic stroke-a rare complication of left bundle branch pacing".